Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that upon additional evaluation the ICD produced a tone when a magnet was applied.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a magnet tone could not be heard from the patient¿s implantable cardioverter defibrillator (ICD) by anesthesia prior to a surgical procedure. The procedure occurred, and the ICD remains in use. No patient complications have been reported asa result of this event.